Event description:
A customer reported a malfunction related to their tandem pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support if the issue reappears.